Manufacturer narrative:
Failure analysis revealed that the insulin pump was returned with protruded/loose drive support disk, cracked on the reservoir tube and scratched screen.

Event description:
The customer reported that the insulin has a crack for over a year. The blood glucose reading was 149mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.